Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display and multiple pump error. The customer¿s blood glucose level was 156 mg/dl. The customer reported that the insulin pump was not working and went blank. The troubleshooting and was advised to insert new aa battery and display returned after pump restart. The customer reported that hey had multiple pump error alarms. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.